Manufacturer narrative:
Investigation of this event is ongoing. (B)(4).

Event description:
During a transfemoral tavr procedure for a 29mm sapien 3 valve, the severe tortuosity of the patient¿s aorta caused difficulties while tracking the delivery system. Upon removal of the devices, the patient was bleeding profusely and fem bypass was initiated. The patient died during the procedure. The patient had a very tortuous aorta and a pre-existing 4.5mm abdominal aortic aneurysm (aaa). There were no issues during sheath insertion. Bav was not performed prior to attempt to deploy valve. There were no difficulties advancing the delivery system through the sheath. There was not a straight section in the aorta, valve alignment was performed in the first curve of the aorta. This caused difficulties and the operator had perform troubleshooting movements with the balloon to be able to align the valve in between the markers. .it was difficult to advance the device through the other curvatures of the aorta. The operator required the use of force to overcome to sharp angles of the severe tortuous aorta, causing the delivery system to kink. The physicians felt that it was safe to continue the procedure despite the kink. They tried to apply more pressure to reach the native aortic valve, but the nose cone barely made it to the annulus. They were unable to reach the annulus due to the severe tortuosity of the aorta. Upon discussion of what to do, it was observed that the pusher became bent in two places due to the force applied when pushing. It was decided to attempt to deploy the valve in the descending aorta above the renal arteries. An edwards bav was inserted through a non-edwards sheath on the contralateral side (left). Bav was performed in an attempt to give the patient some relief before an alternative approach could be scheduled. Bav was performed without issues. The operators were able to pull back the valve against the sheath tip. A cutdown was performed to remove the delivery system/sheath and crimped valve. They did not attempt to insert the valve back into the esheath, as it was observed on the images that the crimped valve had expanded a little bit due to all the maneuvers performed. Once the devices were removed, it was noticed that there was a piece of tissue attached to the valve. It was considered possible that an aortic dissection had occurred and may have upset the aaa. At that point, the patient was bleeding profusely and fem bypass was initiated. An emergent exploratory surgery was performed, but the source of the bleeding was unable to be identified. It was considered that the aaa may have been injured, which with the patient's long term intake of aspirin, caused the profuse bleeding. The patient died on the table due to a possible ruptured aaa versus aortic dissection. The physicians felt that the severe tortuosity of aorta with very sharp angles, pre-existing aaa and excessive force applied when advancing the devices contributed to the events.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Per the IFU, the safety and effectiveness have not been established for patients with significant aortic disease, including abdominal aortic or thoracic aneurysm defined as maximal luminal diameter 5 cm or greater; marked tortuosity (hyperacute bend), aortic arch atheroma (especially if thick [> 5 mm], protruding, or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta, severe ¿unfolding¿ and tortuosity of the thoracic aorta. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered during valve alignment and if diving of the valve is observed. As stated, valve alignment is advised to be performed in a straight section of the aorta and excessive force should not be used when the device has difficulty crossing the stenotic valve. In this case, severe tortuosity of aorta with very sharp angles, pre-existing aaa and excessive force applied when advancing the devices caused or contributed to the patient¿s abdominal aortic rupture. The delivery system, esheath and valve were returned to edwards lifesciences for evaluation. The delivery system was received in the unlocked position, fully inserted in the esheath and with the valve crimped onto the inflation balloon. The visual inspection revealed the following: the distal portion of flex shaft was very twisted and compression was observed proximal to flex tip. Flex tip damage was observed from valve gouging. Cuts on the flex shaft were observed approximately 4" from the flex tip. Crimp balloon/ inflation balloon (I/c balloon) separation was observed. Balloon shaft kinks were observed on different locations ¿ (1) distal to volume indicator strain relief, (2) distal to double marker and (3) kink proximal to handle strain relief. The reported valve alignment difficulty, balloon torn and valve withdrawal difficulty were confirmed through visual inspection; however no manufacturing non-conformities were found in the returned sample. No relevant functional testing could be performed due to the condition of the returned device. The balloon double wall thickness and flex shaft measurements were found to meet the specifications. A device history record (DHR) review performed did not reveal any manufacturing related issues that could have contributed to the reported events. Review of lot history revealed one other similar complaint related to valve alignment difficulty, which was unable to be confirmed. Visual inspection indicated that the device was subjected to high forces during valve alignment as evidenced from the flex tip gouging, compression on flex shaft, I/c bond balloon separation, and balloon shaft kinks. Based on available information, the valve alignment difficultly was caused by patient¿s severe tortuous aorta and procedural factors. Performing valve alignment and fine adjustment at a bend or angle in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen (as evidenced by the gouging observed on the flex tip and compression on the flex shaft). This can cause resistance while performing valve alignment and/or fine adjustment. Additionally, a study done by edwards lifesciences demonstrated that performing valve alignment in a curvature or non-straight section can increase the possibility of diving, and thus increase valve alignment forces. In this case, it was reported that ¿¿there was not a straight section in the aorta, valve alignment had to be performed in the 1st curve of the aorta¿. Based on available information, the delivery system kinks were most likely attributed to procedural factors as there was difficulty in valve alignment. The valve alignment difficulty may have required additional device handling and effort/force used to pull the balloon shaft, resulting in the kinks observed. Additionally, the event description mentioned that, ¿they had to use a lot of force to overcome to sharp angles of the severe tortuous aorta causing the delivery system to kink. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented by edwards lifesciences. One of the identified root causes is as follows: if the physician performed the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of the occurrence of valve diving. As noted, if the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Therefore patient factors (tortuous anatomy) and/or procedural factors such (techniques employed during delivery system navigation and valve alignment) may have resulted in the observed balloon separation. The available information indicates that patient (severe tortuosity/calcification) and/or procedural factors contributed to the valve alignment difficulty and subsequent withdrawal difficulty of the devices. Due to the torn balloon, the delivery system withdrawal difficulty can occur as the device is no longer intact and can become non-coaxial and catch onto the sheath tip during withdrawal (non-coaxial retrieval angles). No labeling or IFU inadequacies have been identified and review of the complaint history did not reveal that the occurrence rate exceeds the (B)(6) 2016 control limits for this trend category. Therefore, no corrective or preventative action is required at this time.